Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18751. The pt reported experiencing uncomfortable heating at the ipg site while charging. The pt stated she had not charged her ipg in more than 3 months and her programmer is displaying a communication error. A replacement charging system was sent to the pt. Follow-up info indicated the pt received the replacement charging system but was unable to locate the ipg using external devices. Surgical intervention may be taken at a later date to resolve the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.